Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 13-feb-2025 h3. Device eval by manufacturer- yes investigation summary - bd received seven (7) samples for investigation. The samples were evaluated by visual inspection for additive abnormality. 2 of 7 samples failed the inspection. Additionally, 30 retention samples from bd inventory were evaluated by visual inspection for additive abnormality and all samples met specification. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis based on customer sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are hemolyzed. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are hemolyzed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.